Manufacturer narrative:
Follow-up #1: date of submission 11/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: the pump history showed that the pump was manually suspended on (B)(6) 2016 21:20 and manually resumed at 21:48. The pump history showed a temp basal run on (B)(6) 2016 from 17:12 to 20:09. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at the end of testing the basal history correctly showed 2.0u and total daily dose (tdd) showed 48.0u. The tdd¿s added up correctly and reflected the users programmed basal rates. There were no delivery defects found during delivery accuracy testing and the pump was found to be delivering within required range and delivering accurately. There were no errors, alarms or warnings during testing. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging on (B)(6) 2016, the patient experienced a blood glucose (bg) value of 466mg/dl with moderate ketones, extreme thirst and nausea. The patient reportedly was treated in the emergency room via intravenous (IV) fluids. The reporter indicated a history settings issue with the pump. The basal delivery totals in the total daily dose reportedly did not match the active basal program total. There was reportedly no known cause for the variation. The basal history reportedly matched the active basal program settings. This complaint is being reported because the patient experienced an adverse event allegedly due to a history settings issue with the pump.